Event description:
Patient was revised to address eccentric wear and cracking of liner. Doi (B)(6) 2004 - dor (B)(6) 2007 (right side). Update (B)(6) 2008 - the complaint has been reopened because the part/lot number has been corrected. Update (B)(6) 2010 - the complaint has been reopened because the litigation papers allege that the "liner moved and changed position within the acetabular cup." The cup has now been added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.